Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis, (dlk) at the nasal flap edge in both eyes, one day following a lasik procedure. The patient reported light sensitivity and irritation in both eyes and was treated with increased topical steroid drops for 48 hours and then return to four times a day. Follow-up with the center director, indicated the dlk had resolved with treatment one week following lasik surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).